Manufacturer narrative:
Reported event: it was reported that "cs notified me that the corner of the top of the leg positioner is broken off and beginning to fray. Out of fear for patient safety and sterility they need it replaced." The event was not confirmed. Method & results: device evaluation and results: not performed as no items were returned. Product history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 06/05/2018. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 210080, lot 201843042009 shows 00 additional complaint(s) related to the failure in this investigation. Conclusion: the device was discovered via notification by cs (commonly known as central sterilization) and was not returned. There was no surgical procedure associated with the reported event. Per (B)(4), preventive maintenance is where an action occurs that identifies device deterioration which may compromise function. Under pm conditions no patient was involved, and no actual or potential patient harm existed for the alleged event. This event meets the definition of preventive maintenance; no further investigation is required at this time. Corrective action/preventive action: no action is required at this time as there is no confirmed failure mode.

Event description:
Cs notified me that the corner of the top of the leg positioner is broken off and beginning to fray. Out of fear for patient safety and sterility they need it replaced. Case type: no associated procedure.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Cs notified me that the corner of the top of the leg positioner is broken off and beginning to fray. Out of fear for patient safety and sterility they need it replaced. Case type: no associated procedure.